Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The neptune failed during the temperature display accuracy test with flashing delta warning lights on the front panel. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb. The tests were attempted again, this time successfully. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 15 dec 2006 and will be replaced.

Event description:
The event is reported as: the unit will not turn on during use. No harm or injury to patient reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 08/08/2011. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not turn on during use. No harm or injury to patient reported.